Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion and opening on anterior and posterior. Leak test and microscopic analysis was performed. Which identified, crease sharp opening on posterior, striated opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. A striated opening assessed, as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.